Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had experienced hyperglycemia with blood glucose of 400 mg/dl. Customer was treated with manual injection. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. It was unknown whether the auto mode feature was active or not. The insulin pump will not be returned for analysis.